Event description:
It was reported that on (B)(6) 2008 the patient presented with low back pain and pain radiating into the right leg .he complained of a stinging sensation in his lower back and burning in his right leg. He underwent a posterior lumbar interbody fusion l5-s1 using rhbmp-2/acs for a herniated nucleus pulposus l5-s1 and lumbar stenosis l5-s1. Per the operative report ¿¿.. We drilled off part of the lamina at l5 and the medial facet at l5-s1 and bone waxed any bleeders. Next, we incised the ligamentum flavum and removed it piecemeal. We identified the ducal tube and the neural elements. The s1 root was pushed back and laterally very, very tight. We then had to remove more bone and carefully teased the nerve from the disk. Then removed some fragments and this helped decompress this. Next, we entered the interspace and cleaned it out and removed any potential bony osteophytes in the medial facet and foramen area. Next, we then carefully retracted the nerve root and dural tube medially and a #8 spacer. Next, we turned our attention to the left at l 5-s1. We drilled off part of the lamina at l5 and the medial facet at l5-s1, bone waxed any bleeder. Next, again the ligamentum flavum was removed piecemeal. The dural tube was protected. We drilled off any lateral osteophytes or spurs and performed a foraminotomy. We were directed to the left nerve root medially and then incised the interspace and cleaned it out, and then hammered a 48 spacer. Both spacers were in good position on lateral fluoroscopy. Next, on the patient's right side we carefully retracted the nerve root and dural tube, attached the bak guide and hammered the tang in. We removed the guide. The tang was in good position. Next, we drilled, tapped and threaded an 11 x 20 bak vista cage in, and it was in very good position. Next, we turned our attention to the left side and retracted the nerve root and dural tube and attached the guide tube, and then passed the tang over this and hammered it in. The guide tube was removed; the tang was in good position under lateral fluoroscopy. Next, we drilled, tapped and threaded an 11 x 20 bak vista cage in and removed the tang. Both cages were in good position visually and on ap and lateral fluoroscopy. The construct was very solid. The neuro elements were well decompressed. We then took and put some tisseel glue over the dorsal part of the bone bilaterally.¿ no complications were noted. On (B)(6) 2008 the patient was discharged from hospital. On (B)(6) 2008 the patient had a lumbar spine ap and lateral post op x-ray taken which demonstrated ¿frontal and lateral views of the lumbar spine show discectomy with cage with l5-s1. There is anatomic alignment.¿ on (B)(6) 2008 the patient had a lumbar spine ap and lateral post op x-ray taken. The radiograph demonstrated ¿laminotomies with carbon fiber ray cages l5-s1 with bony growth. The remaining levels are not particularly remarkable. Pedicle are intact. Stable post-operative appearance.¿ on (B)(6) 2008 the patient complained of a ¿different pain ¿ lower right hip area¿, and presented swelling at incision site, back and leg pain, and leg cramps. On (B)(6) 2009 the patient received a lumbar spine MRI which reported ¿front and lateral views of the lumbar spine are compared to (B)(6) 2008. Cage placement at l5s1 is demonstrated with anatomic alignment. No charges are seen from the prior exam.¿ in (B)(6) 2009 the patient began physical therapy which over the course of years included the use of a tens unit (starting (B)(6) 2009) and infrequent lumbar epidural injections. The patient also is involved in pain management throughout this time. On (B)(6) 2009 the patient presented burning and stinging pain in the right lower back and right leg. The patient also presented a slight limp. On (B)(6) 2009 the patient presented low back pain, and occasional left leg numbness. Per the doctors notes a lumbar spine MRI demonstrated ¿postsurgical changes at l5-s1 with a subcentimeter left post surgical cyst versus dilated epineural nerve root sheath at l5-s1. Correlate clinically for left s1 radicular symptoms; small subcentimeter posterior synovial cyst at l5-s1; no disc herniation, central spine stenosis or neuroforaminal narrowing. No acuter lumbar spine fracture is seen¿ on (B)(6) 2009 in physical therapy the patient presented a leg length discrepancy and pelvic obliquity; decreased left hip external rotation in 90-90 and prove versus right; decreased left hamstring flexibility; decreased strength on right anterior tibialis, posterior tibialis, peroneals, glutus maximus, gastrocsoleus and hamstrings versus the left; increased lower back pain; pain limit sleep time, lower right extremity giving out with weakness; and pain with sitting and standing. On (B)(6) 2009 the patient presented , weakness in the right leg and complained about it ¿giving out.¿ in the doctors notes he states ¿hip displacement per therapist ¿ left ¿. On(B)(6) 2009 the patient presented ¿significant¿ back pain, leg weakness, and pain keeping him up at night. On (B)(6) 2009 a MRI lumbar spine ap and lateral was taken demonstrating ¿bilateral spacers are seen at l5-s1 with good alignment from the prior exam. Remaining levels appear normal. No scoliosis or subluxation. Stable lumbar spine compared to0 (B)(6) 2009.¿ on (B)(6) 2009 the patient reported in a call to the physical therapist that he was experiencing ¿pressure in rectum¿. On (B)(6) 2009 the patient presented low back and right leg pain, cramping, and sciatica. The term ¿lumbar disc displacement¿ was used in the doctor¿s notes. On (B)(6) 2009 the patient presented back pain, leg cramping and spasms. The patient complained that he loses support in his right leg a lot, that it cannot hold weight and gives out. On (B)(6) 2009 the patient presented ¿significant pain (lower back /leg) and functional limitations. Per the doctors notes ¿imaging shows disc protrusion¿lumbar disc displacement.¿ on (B)(6) 2009 the patient presented pain in right leg and a significant limp. On (B)(6) 2009 the patient presented calf spasms , leg, pelvic, and back pain. On (B)(6) 2009 the patient presented back pain, leg spasms and pain. A lumbar spine MRI was taken which demonstrated ¿there is a small cystic collection seen just posterior to the left cage which may be encroaching on the left lateral recess epidural space. There is some post-operative changes in the right lateral recess as well. ¿the previously described left lateral recess cystic collection adjacent to the cage may be encroaching on the foramen perhaps at most to its contact with the existing l5 nerve root. ¿..postoperative findings l5-s1 with some residual left lateral recess postoperative cystic changes as described with perhaps some contact with the left existing l5 nerve root within the foramen, however no definite compromises is mechanical current compromise as appreciate there does not appear to be significant interval change from (B)(6) 2009.¿ on (B)(6) 2009 the patient presented back pain affecting the lumbar spine and radiating to right leg, tenderness at l3, l4, l5 and an antalgic gait. In the doctor¿s notes it mentions the patient is presenting major depressive disorder and is under psychiatric care. On (B)(6) 2009 the patient presented severe back and right leg pain. Between (B)(6) 2010, (B)(6) 2010, and (B)(6) 2010 the patient presented back pain which interferes with daily activities; shooting pains, numbness, loss of motor skill, tenderness at l3, l4, l5 and gait disturbance. Reports depressive symptoms and anxiety. The patient complained that the epidural blocks cause an increase in numbness and tingling down right leg. On (B)(6) 2010 the patient reported having blood in stool and diarrhea. On (B)(6) 2010 the patient presented various versions of back , leg and migratory pain. Per the doctors notes ¿spine numbness, degree of disability (severe limitation of ambulation¿.), tingling, and wasting or atrophy. Antalgic gait. Tenderness at l3,l4, l5 and the lumbosacral bilaterally.¿ on (B)(6) 2012 the patient presented low back pain and received selective nerve root blocks and transforaminal esi. On (B)(6) 2012 the patient presented severe leg pain. On (B)(6) 2012 the patient presented low back pain and received selective nerve root blocks and transforaminal esi's. On (B)(6) 2012, (B)(6) 2013 the patient presented low back and leg pain . On (B)(6) 2013 the patient underwent selective nerve root blocks and transforaminal esi for improved functioning and reduction of pain. On (B)(6) 2013 the patient presented low back pain. The attorney additionally reports (B)(6) 2009 bowel incontinence and (B)(6) 2012 radiculopathy.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.